Event description:
Product surveillance received a voicemail while out of the office from the peritoneal dialysis (pd) nurse stating that the hp had a loose connection on the transfer set. The pd nurse stated that they changed out the transfer set and the hp has been fine since and has not had any other problems. The pd nurse did not know the product information of the transfer set. No other information was available.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse regarding the sample information and availability. The nurse stated that the transfer set was discarded upon replacement and did not have the product information. No further information was provided. This complaint was not confirmed due to lack of sample available for evaluation. A batch review for the manufacturing lot was not possible since the lot was unknown. A root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) unit during initial drain, the home patient (hp) reported that his catheter became disconnected from the hc the night before and he drained out a lot on his floor. The catheter model is unknown. The hp stated he was empty and just needed to bypass to fill. The technical service representative (tsr) assisted the hp with troubleshooting and resuming fill. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.